Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center for assistance ending therapy on the homechoice (hc) during the drain cycle. The home patient (hp) stated she pulled the heater line out of the heater bag on accident. The hp stated she needs to start therapy over. The tsr explained the hp will need to start over with all new supplies and therapy will start from the beginning. The hp verbalized understanding. There was no patient injury or medical intervention indicated at the time of the initial report.